Event description:
Clinical notes were received to the manufacturer indicating a vns patient was experiencing sleep apnea. The patient does not tolerate c-pap treatment for the sleep apnea, and remains untreated. The patient also has chronic obstructive pulmonary disease (copd). The patient is currently seeing a new neurologist. The clinic notes received to the manufacturer were from the previous neurologist, who has left the practice. Attempts to the new neurologist for information regarding the sleep apnea revealed no interventions are currently planned other than running some lab tests. The relationship of the vns to the sleep apnea was unknown. All attempts for vns product implant information have been unsuccessful to date.